Manufacturer narrative:
Concomitant products: 5568-53, lead, implanted: (B)(6) 1998; 5071-53, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a single undersensed beat during a recorded episode. The lead remains in use. No patient complications have been reported as a result of this event.